Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for non-malignant pain. It was reported that the entire system was explanted due to infection. It was unknown if there were any environmental or contributing factors and no diagnostics or troubleshooting was done. The issue was resolved at the time of the report and no further patient complications were reported as a result of the event.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.